Manufacturer narrative:
Citation: sedaghat, a. Md. Et al. Use of a balloon-expandable transfemoral sheath in a tavi cohort with complex access site - a propensity score matched analysis. Eurointervention. (2015). Oct; 11(6): 698-704 doi 10.4244/eijy15m01_10 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the use of balloon expandable sheaths during the implant of transcatheter bioprosthetic aortic valves. All data were collected from multiple centers between 2010 and 2013. The study population included 257 patients, all of which were implanted with a corevalve. Serial numbers were not provided. The study population was predominantly female; mean age 80 ± 7 years. Among all patients adverse events included: blood loss and access site complications treated with blood transfusion or stent placement. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers and products were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.